Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncopal episodes. This rv lead exhibited noisy signals and the device settings were adjusted. Technical services (ts) was consulted and reviewed stored episodes, with oversensing noted for the noisy signals as well as pacing inhibition. Tsa recommended further device settings adjustments. This device remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).